Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted in the rectum during a stent placement procedure performed on an unknown date. Reportedly, the stent was implanted as a palliative treatment. During the procedure, the physician was able to deploy the stent but it was not in the correct position. The stent was left implanted to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Reported event of stent positioning problem. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.